Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device is failing the self-test. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device is failing the self-test. The event was outside of use and there was no reported patient nor user harm. Results of onsite functional testing indicate the device is failing the self-test. However, the device is out of support/has reached it's end of life, and replacement components are no longer available. The customer was advised their device has reached it's end-of-life/end-of-support status and the device remains at the customer's site. No further action is warranted at this time.